Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the frame is bent on this chair, no injury reported. Dealer was having trouble with the wheellocks on this chair.